Manufacturer narrative:
The device was returned and the lot number was confirmed from the hub and with the packaging returned with the device. During visual inspection the catheter shaft bent. The catheter tip and hub were intact. During the functional inspection the catheter could not be flushed. Then a 0.0158" patency mandrel was advanced through the microcatheter and the mandrel would not advance past approx. 51cm. The catheter shaft was cut and the ptfe inner lining was causing an obstruction in the catheter shaft. The catheter was flushed afterwards without issue. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there wasn't any damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. The damage noted to the device would be indicative of the as reported defect. It was seen that the catheter shaft was kinked which would account for the difficulty advancing the guidewire. The ptfe was most likely damaged when trying to advance the guidewire when the friction was felt. The catheter most likely kinked/bent during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analysed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the event.

Event description:
Analysis of the returned device found that the ptfe inner lining on the catheter (subject device) was peeling. There were no clinical consequences to the patient.